Event description:
It was reported that arrhythmia occurred. A 27mm lotus edge valve was implanted in a patient. Fourteen days later, the patient presented to the emergency room with arrhythmia. A permanent pace maker was implanted.